Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci si surgical procedure the physician was trying to coagulate a tissue and noticed that pk dissecting forceps instrument wasn't working. He noticed the pk wire from the device was loose/broken. Broken device was removed and replaced with new one. No harm was noted to patient and no parts of the instrument was left inside. No injury to the patient or staff.